Manufacturer narrative:
Of the 243 allegations of a malfunction, 105 pumps were returned to animas and investigated. Of the investigated pumps, 105 were found to be malfunctioning due to damage to the pump. During investigation for unrelated complaints, there were 1 additional failures found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 243 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue where the pump was damaged. These reports were received from various sources. The patients associated with this allegation ranged from 5-79 years of age and between 42 and 300 pounds. Of the reported patients, 96 were male, 146 were female, and 1 were unknown.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 5 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 53 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.